Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the no x-ray during operation, after further investigation fse identified that as 24v power supply not working intermittently. Review of the system log file showed that x-ray generator errors. The fse was replaced hv cabinet 24v power supply after replacement of 24v power supply the system was returned to use in good working order. It was reported to philips that the allura device lost imaging during a procedure. The codes were updated based on the investigation outcome. The evaluation method was corrected.

Event description:
It was reported to philips that the allura device could not expose. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.